Event description:
The event was reported by a customer from (B)(4): "another adverse pt event that occurred while pt received antibiotic therapy with the sapphire device. The pt, from a long term care facility, was re-admitted to stratford general hospital due to not receiving 6 doses of medication". According to the customer report (as part of the intake form) the products involved in the event were the infusion pump (unk serial number) and the power supply (catalog # 17000-020-006, lot # 5014).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Eval: q core medical requested the pump and the event logs for evaluation; only the event logs arrived. The customer didn't mention the event date; therefore q core cannot attribute the described complaint to a specific treatment from the event log. The treatments that were performed before the awareness date (on (B)(6) 2015) were evaluated: the first treatment (on (B)(6) 2015) stopped due to accumulated air in line alarm. The second treatment (on (B)(6) 2015) stopped and ended by the user after 37 minutes. The third treatment (on (B)(6) 2015) stopped after proximally 12 hours due to downstream occlusion. Each treatment was ended before the schedule time. It is difficult to determine what the exact reason for the early termination of the treatment (air in the tube, occlusion event or unintended press on the stop button by the user), based only the event log.